Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at their evoke closed loop stimulator (cls) implant site in certain postures. It was also noted that the patient had a lean physique, which may have contributed to the reported pain. A revision procedure was performed, and the cls was repositioned to resolve the reported event.